Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon would not deflate. The complainant stated that the difficulty was noted after attempting to deflate the balloon with the syringe. Subsequently, the complainant pulled the catheter out of the patient with the balloon still inflated, which allegedly resulted in the patient experiencing pain.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ""to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe' stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation is needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol"." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate. The complainant stated that the difficulty was noted after attempting to deflate the balloon with the syringe. Subsequently, the complainant pulled the catheter out of the patient with the balloon still inflated, which allegedly resulted in the patient experiencing pain.